Event description:
This device was removed after approximately 16 months of implantation due to an infection.

Event description:
This device was removed after approximately 16 months of implantation for infection.

Manufacturer narrative:
(B)(4) 2013. The analysis from the manufacturer is pending. Device was not returned.

Manufacturer narrative:
(B)(4) 2013: the analysis from the manufacturer is pending. (B)(4) 2013: method: since the device was not returned, the production history and sterilization records were reviewed. Result: the records show that the device was manufactured, sterilized and released according to applicable standard operating procedures. (B)(4). Device was not returned.